Manufacturer narrative:
Corrected information added to b5: it was reported that one downstream occlusion alarm occurred during the treatment. H10: the device was received for evaluation. An event history log review was performed and the reported condition of the bag of nyacardicin infusing at 150cc/hr and observed 2 hours later to still be over half way full and running very slowly, could not be confirmed. During event history log review, the reported problem of one downstream occlusion alarm which was answered at 1am, was not verified, however, the review showed multiple downstream occlusions during that time period. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was tested for the flow rate accuracy at the lower and higher flow rates and both error percentage rates were within the +/-5% specification range, and the pump functioned normally within the device specifications. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction needed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of ¿nyacardicin¿ 150ml/hr with a spectrum iq pump, the patient's blood pressure wasn't dropping as expected. It was reported the patient received 150ml of the medication after two hours instead of the expected 300mls. After it was noted the blood pressure was not ¿dropping¿ the spectrum pump was switched; however, the same tubing was ¿kept¿. It was reported the patient ¿wasn¿t injured¿ and there was no medical intervention associated with this event. No additional information is available.